Event description:
Consumer stated he used the product for the last two years with no issues. I change out every 6-8 months. This one had the top blue portion detach completely from the white tray. He said he didn't even get to really wear the product. As soon as he put it in his mouth he knew it was not right. He threw away the guard so he cant send it back.